Manufacturer narrative:
Initial and final MDR (B)(4).- device 3 of 6

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced six infusion set cannula kinked event on (B)(6)2024, on (B)(6)2024 and on (B)(6)2024. The site of insertion was at upper buttocks. The event occured within three hours of insertion. The blood glucose level was 530 mg/dl at the time of event and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.